Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.